Manufacturer narrative:
The event of iris occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported iris occlusion in the unknown eye against the xen®45 gts.